Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. Log review pending.

Event description:
The customer reported the pump over infused by about 5 hours and is requesting a log review. There was no report of pt harm or medical intervention. Customer stated that no further pt/event information is available at this time.